Event description:
The pt has felt no stimulation since being admitted to the hospital. It was noted that he never experienced therapeutic effect. He needed help with reprogramming his device. Add'l info has been requested.

Manufacturer narrative:
(B) (4).